Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming due to impedance on the spinal cord stimulation (scs) lead. The patient underwent a spinal cord stimulator (scs) replacement procedure. The explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred during the patient visit with physician prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 21346848.